Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer thought something was wrong with the pump as its settings changed on its own. The customer reported the event to a physician and was told that there was no issue with the pump. As the customer could not recall the date of the event, a review of the pump data could not be performed. Tandem technical support reviewed the current pump settings and found them to be correct. Customer could not recall if blood glucose was impacted.